Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hyperglycemic event while using the ilet following difficulties with a supply change, after which the agent guided a proper supply change and the user resumed insulin therapy without further issues. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed a likely user technique issue during the initial supply change leading to hyperglycemia, with no device alerts or malfunctions reported beyond standard high glucose notifications. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user handling contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.